Manufacturer narrative:
The dentist said he did not have the product any longer. Therefore, no product was returned to the MFR for eval. The dentist also reported he continues to use traxodent and that he likes it very much. Additional info from voluntary report: traxodent .7g.; 1 x topical. Therapy date: (B)(6) 2010. Gingival retraction. Event abated after use, stopped, or dose reduced: yes. The reporter does want their identity disclosed.

Event description:
Dentist packed gingival sulcus #30 for retraction with traxodent. Pt had a local allergic/toxic reaction consistent of pain, inflammation, and sluffing of tissue. Pt given antibiotic by md two week healing period as reported by the dentist.